Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that a lead problem is suspected. No noise was reproduced during follow-up. Asked to check the time/date and number of noise events. Ask the patient what the patient did at time. Some additional manipulation for lead assessment such as additional posture and deep breathing was recommended. Logbook has noise event, but no noise can reproduce by manipulations such as isometrics or pocket manipulation. No impedance change noted since past follow-ups.